Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after an unrelated procedure, the patient received antitachycardia therapy due to lead dislodgement. The lead was repositioned. Electrical measurements were normal. The patient condition is stable.

Event description:
New information received indicated that a rise in capture threshold was observed. No intervention will be done at this time. Patient is scheduled for another follow-up. The patient is in good condition.